Manufacturer narrative:
The consumer's complaint cannot be confirmed. The consumer did not return the reported blood glucose meter and test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Event description:
The consumer called into customer care concerned about her high blood glucose readings. It was reported to nova biomedical that a consumer received a result of 525 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the vial getting the following result of 598 mg/dl. According to the consumer she administered 20 units of insulin based on the reported results. The consumer was not able to provide any further information regarding the serial number and the test strip lot number involved in the reported event. During the call to customer support, it was revealed that the customer did not perform a control solution test for integrity before using their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot #1020214027; expiration date: 01/2016; control solution lot: none. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed. See scanned page.